Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). One scd express compression system was returned for investigation for the reported condition of; the customer stated on (B)(6) 2015 that the (elw is not charged and the) unit has a dead battery. Upon triage on (B)(4) 2015 the service tech found exposed copper from a cut off cord. The bed hook was replaced to correct the problem. Initial inspection of the power cord found it was cut which exposed the internal wires. Both the ac high and ground wires were severed at the same point, confirming the reported condition. The exposed wires create a high risk of a hazardous condition to either the patient or the clinical staff. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Product scd express was manufactured in 2007. A review of the device history records shows this device was released meeting all manufacturing specifications. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
The customer stated on (B)(6) 2015 that the (elw is not charged and the) unit has a dead battery. Upon triage on (B)(6) 2015 the service tech found exposed copper from a cut off cord.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.